Event description:
It was reported that the patient's generator was prematurely depleting, as there was a unexpected decrease in the past four months. It was also reported that the patient had high impedance, low output current, and pain with stimulation, which is reported in MFR report #1644487-2018-02285. The patient's device was disabled. The patient's lead and generator were replaced. The devices have not been received into livanova to date. No additional or relevant information has been received to date.